Event description:
It was reported that the tablet device showed an ¿unable to open port¿ error message. A power cycle was performed on tablet but the issues continued. The suspect usb serial cable has been returned to the manufacturer where analysis is currently underway.

Event description:
Product analysis was completed for the tablet serial cable. Analysis revealed a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified. Cause was indicated as mechanical stress.